Event description:
The customer reported to baxter denmark regarding the 4 lead solution administration set in which a plastic thread was observed in the tube. The particulate matter may have come from the nacl during priming. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. A sample is available and has been requested for evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned one used sample for evaluation. The sample was visually inspected and the reported condition was not confirmed. A batch review was performed on the reported lot with no deviations found. An assignable root cause could not be determined.